Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that the device was mobile in the pocket, causing them pain when sitting in certain positions. Upon examination, the provider noted generator mobility. Patient had a revision. The patient had a revision date of (B)(6) 2026 and cancelled the procedure. They will see the hcp in clinic in (B)(6) 2026. It was stated that this was possibly related to the device or therapy and not related to the implant procedure. A test was done on: (B)(6) 2025 and reported the generator mobility. No action was taken and the event is ongoing.